Event description:
A caller reported experiencing a cartridge alarm 31 during the load process. There was no adverse impact to the customer's blood glucose level. The customer reloaded a cartridge that was already filled with insulin and was able to successfully load a cartridge and resume insulin therapy, resolving the issue.